Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that she went to the hospital for low blood glucose. On (B)(6) around 8-9 pm, the customer was taken to the emergency room by her husband. Customer was in the hospital for 1 week. When she was in the hospital, the lab result was 7 mg/dl. Customer was given IV glucose and was on a catheter. Customer was also using an oxygen tube. Customer is alleging delivery inaccurate as the cause of the loss of consciousness, hospitalization, and low blood sugar. Pump is being returned.